Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Troubleshooting revealed high impedances. As a result, surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023, wherein the entire system was explanted.